Event description:
Cnas were transferring the resident from an electric wheelchair to a recliner. They hooked the resident up, lifted her, and before they reached the recliner(2 or 3 feet away from wheelchair), the back, right, shoulder strap came off the hanger bar. The resident fell backwards, and they said her feet went over her head and she landed on her stomach.

Manufacturer narrative:
Assistant admin said they had tried to recreate the incident with different positioning of the sling strap on the hanger bars. They had 5 staff members involved, and they could not recreate the incident. Wonders if the strap was stuck on the top part of the sling hanger.